Manufacturer narrative:
(B)(4). The device was returned to abbott vascular (av) and analysis identified the link was attached to both cuffs and the pre-tied knot was caught in the link. A search of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint handling database found one other event from this lot reported for failure to deploy the suture. Further analysis was performed and av determined that the issue was potentially related to a manufacturing issue. Further investigation of this issue per site operating procedures will be performed. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic right heart catheterization. Reportedly, when the proglide device was removed, the suture came out with the device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.